Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: contraindications-natrelle® 133 tissue expanders should not be used in: patients who already have implanted devices that would be affected by a magnetic field (e.g., pacemakers, drug infusion devices, artificial sensing devices). Warnings: do not use natrelle® 133 tissue expanders in patients who already have implanted devices that would be affected by a magnetic field (e.g., pacemakers, drug infusion devices, artificial sensing devices), because the magna-site® integrated injection site contains a strong rare-earth, permanent magnet.

Event description:
Healthcare professional reported that "tissue expanders were implanted in a patient with a pacemaker. The pacemaker has since moved. The tissue expanders remain intact". Manufacturer of the device is unknown. Device remains implanted. This record is for the right side.